Event description:
It was initially reported that the patient had their implantable neurostimulator (ins) explanted due to an infection at the pocket site. Follow up information received from the healthcare professional (hcp) on (B)(6) 2014 reported that date of onset of the infection was (B)(6) 2013 and that ins was exposed due to poor wound healing. Perioperative antibiotics were administered and patient symptoms of redness, pocket erosion, pain, and that the wound never healed were reported. The site of the infection was confirmed as the device pocket site. It was noted that a culture was not taken. Treatment of the infection was reported as total explant of the ins system with the outcome of the infection resolved (pocket site well healed as of (B)(6) 2013). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 4351-35, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).